Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two bursts of inappropriate anti-tachycardia pacing (atp) and five electric shocks for what appeared to be atrial arrythmia with rapid ventricular response (rvr). Physician made some changes to the medications in response to the event. Device remains in service. No additional adverse patient effects were reported.